Event description:
Patient presented to the physician with headaches, dysphagia, dysarthria, and pain in the ear radiating to the head, face, neck, and jaw. Physician referred the patient to a neurologist who prescribed gabapentin. Patient presented back to the physician with continued symptoms. Physician prescribed anti-inflammatory medication and nerve pain medication. Patient was referred to neurologist who prescribed the patient gabapentin.